Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving dilaudid (2mg/ml at 0.195mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient recently lost fifty pounds. The pump had become more mobile with the weight loss, and the pump pocket was also becoming tender to touch due to the increased mobility. The patient was taken to the operating room for a planned pump pocket relocation. The pump was moved from the left abdomen to the left buttock. The pump segment was prophylactically removed. The physician was given a pump segment revision kit, which was tunneled to then attached to the existing spinal segment. The pump was placed in the new pocket and the catheter was aspirated with ample return of cerebrospinal fluid (csf). Incisions were then irrigated and closed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history was asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Concomitant medical product: product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2016; explant date (B)(6): 2023; ubd: 2018-04-01; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.